Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and shallowing of ac. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3-lens remains implanted. H6-clinical code. 4581: significant shallowing of ac. Intraocular preasure (iop) above baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)